Event description:
It was reported that the device battery lasted only 2.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429678, implantable pacing lead, (B)(6) 2011. A 5076-45, implantable pacing lead, (B)(6) 2011;. A etbf2813c166e, abdominal stent graft, (B)(6) 2013. A etlw1613c124e, abdominal stent graft, (B)(6) 2013. (B)(4). The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.